Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a male patient who used super poligrip original denture adhesive cream ((B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1993, the patient began using super poligrip original and fixodent. An unknown time later, the patient "suffered zinc toxicity and extensive nerve damage resulting in loss of balance and coordination, difficulty walking, severe muscle spasms, tingling, numbness, burning, pain and weakness in hands, arm and feet, constipation and diarrhea." Use of super poligrip original and fixodent was continued. According to the claim, the events were permanent and will continue into the future. Follow up information was received on (B)(4) 2011, via medical records. On (B)(6) 2004, an electromyography study was performed due to burning feet and numbness of the feet for several years. The findings were consistent with diffuse sensory mild polyneuropathy. On (B)(6) 2010, the patient's zinc level was 1.26 (normal 0.66 to 1.10 mcg/ml) and copper level was 1.06 (normal 0.75 to 1.45 mcg/ml). Electrodiagnostic studies were normal and did not show evidence of polyneuropathy. This case was upgraded to medically serious by gsk.